Manufacturer narrative:
Additional manufacturer narrative: neither the device nor diagnostic imaging was returned for evaluation; therefore, the reported clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There may be cases where a transcatheter valve is placed through a previously placed annuloplasty ring for recurrent regurgitation and/or stenosis. Annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation occurs as a result of the progression of valvular heart disease and is not related to a device malfunction. However in this case, patient¿s past medical history has not been provided. When additional information is obtain a supplemental will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 34 mm mitral ring is being reviewed for a possible valve-in-valve intervention after an implant duration of approximately four (4) years due to severe mitral regurgitation.